Manufacturer narrative:
Although the reported alarms were confirmed through evaluation of the submitted system controller log files, a specific cause could not be conclusively determined through this evaluation as the driveline was not returned. Additionally, review of the submitted photos confirmed a tear of the outer silicone jacket on the external portion of the driveline, adjacent to the distal end bend relief. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. (B)(6). Approximate age of device ¿ 3 year and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017 that the patient¿s lvad system had low speed alarms while on power module the previous night. The patient contacted the implanting center lvad clinician who prompted the patient to switch system controllers. The low speed alarms continued after the system controller exchange while on power module, but resolved when then switched to battery support. The patient presented to the clinic and the lvad clinician interrogated the patient¿s primary system controller and observed pump stoppages. A representative of the manufacturer¿s technical services reviewed the two submitted system controller log files and confirmed the pump stoppages. The submitted x-rays were also reviewed and found to be unremarkable. It was reported that an ungrounded power module patient cable would be used.